Manufacturer narrative:
(B)(4). The voluntary user medwatch number is (B)(4). An investigation of the returned capio slim device was performed. Visual analysis found that there were no issues observed with the cage and carrier. The ten riveting pins were in place. Furthermore, the suture was not returned with the device. Functional analysis was performed by loading a deployment suture for testing into the device. The carrier was actuated three times with the suture and the dart could be entered in the catch slot without any issues. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. After analysis, it was determined that the device did not present any visual issue and it worked as intended. It did not show evidence of either the alleged issue or any defect that could have contributed to the event reported. Therefore, the investigation concluded that the most probable cause for the reported issue is no problem detected, since the device complaint or problem cannot be confirmed. A labeling review was performed and, from the information available, this device was used per directions for use (dfu)/ product label.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a vaginal hysterectomy for uterus 250g or less; with removal of tube(s), and/or ovary(s); vaginal colpopexy extra-peritoneal approach prolapse repair, sacrospinous ligament fixation; colporrhaphy, anterior, repair of cystocele; cystoscopy procedure performed on (B)(6) 2020. According to the complainant, prior to the procedure, the capio device would not "disengage" when tested by the scrub tech by engaging the trigger. The reported event most likely suggests that the carrier failed to retract after actuating the device. The procedure was completed with another capio slim device. There were no patient complications as a result of this event since the device was not used in the patient. The condition of the patient at the conclusion of the procedure was reported to be good. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.